Event description:
It was reported that the patient's unit stopped working and showed low oxygen. As a result, emergency services was called and transported the patient to the emergency room (ER) where they stayed for 24 hours. The patient was discharged and sent home with an oxygen tank while they waited for their replacement unit. The patient did not have a backup unit with them at the time of the event. The replacement unit was received and the patient is doing well at this time.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for analysis on (B)(6) 2025. The unit came in for oxygen error. The complaint was confirmed with the unit shut down a few minutes that caused by blocked feed port and zeolite contaminating too much absorbed moisture. Lower housing mount damage due to compressor vibration and uip, top housing scratch due to rough cleaning. The data log shows temperature error probably unit blocked vent.